Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 411 immunoassay analyzer. The initial result was 0.139 ng/ml. The repeat result was less than 0.003 ng/ml. The repeat result was believed to be correct.

Manufacturer narrative:
The e411 analyzer serial number was (B)(6).

Manufacturer narrative:
Section d4, lot no, and expiration date were updated. Calibration was last performed on 09-jun-2023. The signals were lower than the expected values. The volume of the sample was 50 ul. Based on the type of sample tubes used, the target volume is 1.5 ml. The tubes are designed to collect a predetermined quantity of blood in order to achieve a defined concentration of additives in the blood sample. An incorrect blood-to-additive ratio may lead to inaccurate test results. A short sample volume can cause evaporation and abnormal aspiration. No issues were identified on the alarm trace data. Based on the data provided, a general reagent issue can be excluded. The calibration data does not suggest a general instrument or reagent issues. The specific cause of the event could not be determined. A pre-analytical issue cannot be excluded. The investigation did not identify a product problem.

Manufacturer narrative:
No qc data was provided, however, the customer stated qc was within range prior to the event.